Event description:
This is the first of five reports for one device. (B)(6) 2013, a dealer rep called and said that a dentist has pts that are sensitive after use of gcb&d. Spoke to the dentist. She said she has been having trouble with gcb&d leaving her pts sensitive and requiring replacement of fillings. I asked her to describe treatment technique. She said she etches, rinses, gently air dries, then applies the gcb&d then rubs a few seconds then cures. She said she does this three times being sure to cure between each layer. Discussed the technique variations from those in the dfu. I asked how many pts she had to replace. She said she had 5 pts that required replacement. I asked if she could pull the charts on the pts and give incident dates. She said she did not have time for this. Several follow-up calls have been made to the office without response back. Ref MFR report: 9610902-2013-00045.